Event description:
A repair order was issued without a special event report: report of the tech: the pressure reducer alduk I was exposed to extreme heat. The gasket ring on the transition of the cylinder connection was no longer present. All relevant component have been checked for their function and to a possible damage caused by the heating. No error was detached. No injury was reported.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation result will be reported in the f/u report.